Manufacturer narrative:
H3 other text : serviced by third party service center.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. The evaluation has yet to occur so at this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the philips product investigation lab (pil) and the device was visually inspected, but did not observe anything to note. Pil reviewed the error logs and noted two error codes listed as ventilator inoperative alarms. One error code was concerned with a difference between the blower pressure sensor reading and the outlet pressure sensor reading. The other error code was concerned with the raw flow sensor reading. Determination made for the device to be scrapped.